Event description:
Report received from the USA stating that the device had cracked housing. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of housing cracked was confirmed. The user facility reported that the device was dropped on the way to the surgical procedure. The cause of the failure is user-related. If additional information becomes available, a supplemental report will be sent. (B)(4).